Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 404 mg/dl and 101 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned precision xtra blood glucose meter with serial number. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors or other issues were observed during control solution testing. One of the precision xtra blood glucose results as reported by the customer was identified in the meter internal log.